Event description:
One side of the syringe is marked in cc's and the other side is marked in units. There is an "m" at the top of the scale that is marked in units. A pharmacy technician making up tpn used the syringe, thinking it was an insulin syringe, to add six units of insulin to the tpn mixture. The rptr stated that six units on this syringe line up with 37 units on an insulin syringe. The pt was not adversely affected; the pt's blood sugar was checked as soon as the error was discovered. The MFR told the rptr that the "m" stands for minims.